Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that during a routine follow-up check the pacemaker battery longevity showed eight months remaining. However at the previous routine follow-up check six months earlier the battery remaining status was at two years. It was noted there had been no changes performed on the settings. Boston scientific engineering reviewed the data stored in the device's memory which showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised this particular device was not included in the advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.